Event description:
Investigation completed.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop visual inspection completed. Visual inspection done under normal specifications and this revealed arch height pump tube looks low in some of them. Seven samples tested all passed but one sample did not, so report confirmed. Root cause in order to perform a complete root cause analysis of this failure mode, CAPA-000589 was open on 10-oct-2019, on which root cause states that inadequate process controls for tube arch height and tube placement have allowed pump tubes on cadd disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery.

Event description:
Information was received regarding a cadd administration set. It was reported that pump had difficulty delivering the infusion during prefilling. Customer notes, "instead of the usual 12-13 ml, it was 40 ml." After 14 hours in use, more than half of the infusion remained in the bag. The problem persisted even after replacing the pump.